Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07513 and 2134265-2015-07543. It was reported that automatic pullback had occurred. A motor drive unit was used in conjunction with an unknown catheter and unknown sled to treat an unspecified target lesion. During the procedure, the system was not recognizing the motor drive unit. The pullback started/ engaged during the procedure, however, automatic pullback failure had occurred. After updating, the system failed to record the exams in hd, because it does not release the option. The motor drive unit was replaced to complete the procedure. No patient complications reported.